Event description:
There was an allegation of discrepant results for 1 patient tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 177 mmol/l. The repeat result was 143 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Manufacturer narrative:
A review of calibration data showed failing calibrations. The customer noted they were having issues with quality control recovery at the time of the event. Upon review of the alarm trace, calibration errors occurred on (B)(6) 2024. Abnormal probe aspiration errors were also observed. The abnormal aspiration errors are indicators of possible poor sample quality. The field service engineer found the cell rinse overfilling. The cell rinse was adjusted and precision studies were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.